Event description:
It was reported that the patient presented in clinic to have their right ventricular (rv) lead revised due to it being fractured. The fracture led to the rv lead exhibiting high capture thresholds. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.